Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of over 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Customer also reports of a past event of lost sensor. Customer reports that sensor cannula was bent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.